Event description:
It was reported that during the implant of the right ventricular lead the patient experienced a drop in blood pressure. Cardiac tamponade was caused by perforation and a pericardial effusion. Pericardial puncture and drainage was performed. When the blood was no longer drawn, restoration of blood pressure was confirmed. After that, the lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.